Event description:
Event description boston scientific crm received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) declared elective replacement indicator (eri) and was explanted after 40 months of service. It was reported that this device is included in an advisory population. To date, there is no indication that this device exhibited the failure mode described in the communication.